Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that sets leaked during discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.

Manufacturer narrative:
The customer¿s report of clogged filter was confirmed based on visual inspection and functional testing. The set filter became clogged and the liquid flow became restricted due to the accumulation of infusion particulate over time and repeated use. The customer's report that the set leaked was not confirmed based on functional testing. The root cause that the set leaked was unable to be identified. The set was inspected for kinks, holes/tears in the tubing or damages to the components. Functional testing was performed using simulated lipid solution. A lab primary set was first primed and attached to the received set. No fluid flow was observed through the received set. Although no fluid flow was observed, the primary set was loaded into a lab pump module and an infusion was programmed at a rate of 10ml for one hour. The pump module immediately alarmed "occluded - patient side". The set was reprimed using a blue dyed fluid filled lab syringe. No leak or occlusion was observed. Further testing was performed by pressure testing the set up to 30psi while submerged underwater . No leak or issue was observed. The root cause was identified to be clogging of the filter so that liquid flow became restricted due to the accumulation of infusion particulate over time and repeated use. The customer's report that the set leaked was not confirmed. The root cause was not identified.

Event description:
It was reported that "sets leaked", during a discussion regarding occlusion of the 1.2 micron filter with smof lipids and intralipids (2 different formulations). Although requested, no additional event and/or patient information was provided.